Manufacturer narrative:
(B)(4). Batch # n93a3v. The device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws in addition no stiffing issues were noted. There were no anomalies noted with the functionality of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. The following information was requested, but unavailable: did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? If yes, how was the device removed? (I.e. Cut off, forced opened). If cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired? Did the surgeon continue the case with this same device?

Event description:
It was reported that during a bilateral salpingo-oophorectomy procedure, the device jaws were stiff, they didn't open. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the surgeon attempt to manually open the jaws with his fingers? No. If no: was the device on a vessel/artery when it would not open? No. He was trying to open it along avascular tissue along the fallopian tube. If yes, how was the device removed? (I.e. Cut off, forced opened). If cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired? Did the surgeon continue the case with this same device? The surgeon opened a new etrio and completed the surgery. There was no untoward outcomes to the patient.